Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 2, 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, and it revealed a tear at the juncture of the shell and the patch in the posterior view. Microscopic examination was performed, and the cause of the rupture could not be identified. Mentor instructions for use (IFU) states tissue expanders are not intended for implantation beyond six months. Therefore, this device was used in an off-label manner. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 550cc mentor cpx 4 breast tissue expander with suture tabs placed experienced deflation post procedure. Additionally, the device has been implanted for over six months. This is off label use of the device. An explant is planned for (B)(6) 2020.